Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, it was confirmed that a design change was implemented in april 2018 to enhance the circuit design of the operational amplifier of the dr board. Devices included within this design change have been shipped since june 13, 2018. Based on the results of the legal manufacturer's investigation, the subject device of this report was manufactured prior to the design change (see h4), which is likely that the phenomenon occurred because the dr board malfunctioned. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed no video due to a faulty patient board set. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the evis exera iii video system center did not produce a video image when using maj-1430 cable. There was no patient harm or user injury reported due to the event.